Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-02590. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca) and mid left anterior descending artery (lad). The lesion was predilated using a 2.0x15mm non bsc balloon. A 2.5x20mm taxus liberte stent was implanted in the mid lad. Ivus was performed and both stents were well apposed and there was no dissection. The procedure was completed. It was noted that post procedure, the patient experienced bleeding, which was caused by stomach cancer and the patient underwent a blood infusion. The patient was on aspirin and chlopid, but both medications were stopped at that time. Six days later, the patient presented with thrombosis in the mid rca and mid lad. The thrombosis was aspirated and the lesion was dilated with a 3.0x10mm non bsc balloon catheter. Three non bsc stents, sizes 3.5x12, 3.5x18 and 3.5x28 were implanted. The procedure was completed. It was noted that the patient's condition was being monitored. No additional patient complications were reported.